Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
Patient demographics unable to be obtained. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the pressure values provided by this disposable pressure transducer with vamp plus were 40 mmhg higher than the ones provided by a non-invasive device. Both measurements were made in the same arm and no error message was displayed. The issue was solved by replacing the device with a new one. The patient was not treated according to the wrong values provided and there was no allegation of patient injury. The device was not available for evaluation.